Manufacturer narrative:
The device was rec'd. Investigation is not complete. (B) (4).

Event description:
The customer contact reported the device did not deliver. At an unspecified time, the device was programmed to deliver propofol 10 mg/ml, at the dose of 50 mcg/kg/min, and the delivery was started. No further reprogramming parameters were provided. After an unspecified length of time during an unspecified surgical procedure, the customer contact reported the pt reportedly was "moving." At that time, it was reported that the clinician titrated the propofol delivery up to a dose of 140 mcg/kg/min. The nurse reported the pt was also given 2-3 cc bolus doses of propofol. At an unspecified time, after the surgery was completed the nurse noted the propofol container was full. The customer contact reported the device was "acting" like it was delivering. It was reported, the device display was incrementing; however, no medication was delivered. The device was removed from clinical service. The customer contact stated that the pt recovered and was transported to the pt's hosp room. Though requested, no add'l info was provided.